Event description:
Patient reported "implants lay flat and have no projection or cleavage". This record is for the right side. Device remains implanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: visibility/palpability.